Manufacturer narrative:
Further analysis of the lead found that the foreign material on electrode 3 was polyurethane.

Event description:
It was reported that the lead had been tested 3 times intra-operatively and it continued to show high impedance of 17000 ohms on contact #3. The amplitude was increased up to 3v, but high impedance was still shown. It was reported that this was stage 1 implant and the lead end cap had not been used yet. The lead was replaced with a new one and impedances were normal. Almost two weeks later it was reported that there was no patient death or injury and the patient recovered without sequela. It was also stated that the twist -lock screening cable was fine since the first side tested with correct impedances.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found that the distal end electrode had foreign material. It was further noted that the distal end conductor was broken. Analysis of the cable found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.